Event description:
Customer reported hospitalization due to high blood glucose. Customer was experiencing frequent urination, hungry, thirsty and ketones. Customer treated with 25 units of insulin with manual injections and insulin pump. The blood glucose reading at the time of the event was 328 mg/dl. Hospital treated with saline drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.